Manufacturer narrative:
(B)(4). Batch #: t95962. Investigation summary: the device was returned with the blade broken inside of the tube. During functional testing on gen11, an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect, the broken blade was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred.

Event description:
It was reported that during a laparoscopic hysterectomy the surgeon was using harmonic to create the colpotomy and contacted the manipulator probe. On contact, the error message prompted ¿remove from patient¿. The end of the device was cleaned and retested. Then the message indicated ¿replace instrument¿. No adverse event for patient. A second device was used to complete the procedure successfully.